Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip; no injury resulted.

Manufacturer narrative:
Left arm tip has broken off. Evidence of stress corrosion cracking. A CAPA was initiated for tip breakage for this batch and investigation showed that the failures for this lot may be related to the supplier's manufacturing process. A scar has been issued to the supplier to further investigate the issue.